Manufacturer narrative:
Device had unresponsive up button due to unlocked lcd keypad connector. Unable to perform self-test and displacement test due to unresponsive button. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump button was not responsive. Customer blood glucose reading was 118 mg/dl. Troubleshooting was performed. Customer stated the time advanced. The insulin pump will be returning for analysis.